Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with a thermocool smarttouch for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax. Force sensor error. During the procedure, error 106 was displayed on the carto system after the first ablation. A second device was used to complete the procedure. There was no adverse event reported. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 09-oct-2024, observed reddish material and a hole on the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole on the surface of the pebax on 09-oct-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 02-oct-2024. The device evaluation details: the product was returned for evaluation. Johnson & johnson medtech conducted a visual inspection and screening test of the returned device. Visual analysis revealed reddish material and a hole on the surface of the pebax. A screening test was performed and the device was recognized and visualized correctly; however, error 106 appeared on the system due to an open circuit on the tip area, but the potential cause cannot be determined. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. The complaint was confirmed due to the open circuit observed. The damage on the pebax is not related to the reported complaint. The instructions for use (IFU) in carto 3 system contain the following recommendations: the force sensor of the catheter be disconnected. If the problem persists, replace the catheter cable or the catheter. For the damage on the pebax the IFU states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102)/ component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿reddish material and a hole on the surface of the pebax¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿error 106¿ issue. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. Manufacturer's reference number: (B)(4).